Event description:
It was reported that the pump did not deliver the medication. Anesthetist changed the pump and the tubing in order for therapy to progress. No patient injury reported.

Manufacturer narrative:
Operator of device is unknown; no further information was provided. The product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record (DHR) review was not performed. Service history review identified this device has not been in for service previously. No product was returned; therefore, no visual and functional tests were performed, the reported complaint could not be confirmed, and the root cause could not be determined. If the product is returned, this complaint will be reopened for further investigation.

Manufacturer narrative:
Other, other text: corrected data: b1, corrected data: corrected data: b1 product problem.